Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and at the time of call 466 mg/dl. The customer reported that the insulin pump had motor error and no delivery alarm. Customer assisted with troubleshooting for it. Drive support cap was normal. The customer advised that the insulin pump needed to be replaced and advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.